Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as values were within a normal range. The customer was instructed by technical support on how to properly press the button, but since it remained difficult to activate, a replacement pump was provided, and the customer reverted to using an insulin pen as a backup during this time.